Manufacturer narrative:
Conjunctival/scleral burns typically resolve without permanent impairment and they are typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization. In this specific case, the observed conjunctival burn/tissue cut required suturing, which is considered a surgical intervention. However, the reported event was described as low harm, and no permanent impairment, hospitalization, or prolonged hospitalization was reported to iridex based on the information available. Therefore, iridex is reporting this case as an adverse event. Because conjunctival burns are a known risk associated with the delivery of laser energy it is determined that this event is deemed not a serious incident. Mhra reference: (B)(4).

Event description:
Iridex received a report of a conjunctival burn and tissue cut during a transscleral cyclophotocoagulation procedure performed on the patient's right eye using a cyclo g6 laser console with a g-probe illuminate. The laser was initially set at 2000 mw/2000 ms, and pre-use testing on inked paper demonstrated visible smoke, indicating apparent function. After the first three laser applications, the surgeon observed unexpected conjunctival burning. The power was reduced to 1750 mw; however, a subsequent laser application resulted in a tissue cut, and the procedure was immediately stopped. The laser console was powered off, reset, and retested. Following retesting, no smoke was observed and the procedure was completed with an additional seven applications without further incident. The conjunctival injury required placement of vicryl sutures that dissolve naturally. The surgeon reported that the degree of harm was low. No permanent impairment, hospitalization, or prolongation of hospitalization was reported. The laser console and probe were quarantined following the event. Service evaluation of the cyclo g6 laser console was performed by the distributor, and all functional and output checks using an iridex-supplied test probe and a new g-probe were found to be within specification. The reported probe was not returned to iridex for evaluation. If the probes are used during treatment, it is recommended to dispose them as they become biohazard. Potential contributing factors include localized absorption of 810 nm laser energy by pigment, blood, tissue char, or other material at the treatment interface; probe tip contamination; inadequate moisture at the probe-eye interface; debris or fluid at the treatment site; excessive downward pressure; or tissue trapping beneath the probe tip. Conjunctival and scleral burns are known risks associated with transscleral cyclophotocoagulation and ophthalmic laser energy delivery and are described in the applicable instructions for use. The reported event resulted in a temporary tissue injury that was managed with suturing and standard postoperative care. No permanent impairment or other serious adverse clinical outcomes were reported. Because conjunctival burns are a known risk associated with the delivery of laser energy it is determined that this event is deemed not a serious incident.